Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 168 mg/dl. The approximate sizes of the air bubbles are big. The customer stated that the pump was not rewound with a reservoir in place. During troubleshoot; the customer stated that she could see air in the reservoir as if it was not filled all the way. The product was not returned for analysis.